Event description:
This pt expired approx 4 years after the implantation of a cypher stent in the sapheanous vein graft ot the 1st right posterior lateral branch. Cause of death is unk. Additional info has been requested.